Event description:
Country of complaint: (B)(6). Visible difference in thread thickness.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Reported device not marketed in the us; however similar devices are. Manufacturing site evaluation: samples received: 10 unopened pouches. There are no previous complaints of this code batch. There are no units in OEM stock. Diameter result conducted on samples received is 0.135 mm in average and fulfils the requirements of the OEM. Diameter average value is in the medium-high range of the requirements. Review the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Corrective action: not applicable.